Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in video connector socket, the enclosure leakage current exceeds the standard value. A root cause could not be identified. Based on the results of the investigation, it is likely the disconnection in video connector socket led to the processor not recognizing the endoscope and exceed in value of enclosure leakage current. The cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had a port that does not recognize connections. The issue was identified during inspection for use. There were no reports of patient harm.